Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that following implant the patient (pt) did not feel stim in the normal area (anus, along prostate/sphincter) but felt stim at the implantable neurostimulator (ins) site. The pt tried increasing stim last wednesday and realized even increasing to double normal settings on all four programs there was no stim at the lead site, only at the ins site. The patient programmer (pp) was used to confirm the therapy was on. The pt reported falling and getting a scar on the back of their head last monday after implant but before programming increase. The pt's normal settings were between 0.5-0.75 and the pt had increased up to 1.1, 1.3, 1.7 on all programs during troubleshooting. The pt was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.